Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a lesion located at the distal right coronary artery which had moderate tortuosity and mild calcification. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent deformation occurred in-vivo during positioning/advancement. It was reported that the stent struts were damaged. It was informed that the physician complete the procedure using a 2.5x18 non-medtronic device. No patient injuries were reported.

Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned with device. Numerous kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11-14th and 22nd stent wraps, with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.